Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a flexima biliary stent system was used for a stenting procedure in the bile duct. During the procedure, resistance was felt as the physician attempted to retract the guide catheter. The physician pulled the guide catheter with force which resulted in the stretching of guide catheter. As a result of the stretched catheter, the stent was unable to be deployed. The procedure was completed with another flexima biliary stent system with no reported pt complications. The pt was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).